Event description:
It was reported that a motor error occurred with a smiths medical medfusion® 3500 syringe pump. There was no reported patient involvement.

Manufacturer narrative:
One medfusion 3500 pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event log review was performed and found evidence of motor rate error. Occlusion testing was preformed but unable to duplicate the reported problem. Investigator was also unable to determine the intermittent of the error. Service replaced the stepper motor as a preventive measure. Final occlusion testing was performed, and the device passed all functional testing. The source of the reported problem is unknown.